Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer reported wearing pump against the skin. Customer changed out pump supplies during system check with tandem system support and resumed insulin delivery. Customer reported that occlusion alarm recurred with new supplies. System check was performed with tandem technical support and the cause could not be determined. Customer resumed insulin delivery. Customer's blood glucose ranged from 175-301 mg/dl.